Manufacturer narrative:
No product was returned for eval. We are unable to perform an assessment to determine any malfunction or defect that may have caused or contributed to the reported complaint. The customer did not provide specific bg results but it is likely she experienced either hyper or hypoglycemia since she stated she was in the hospital because she had to guess and assume what her blood glucose levels were. A blank pdm screen is a strong indication that the product is not working property and should be reported immediately and replaced with a new device. The omnipod's user guide cautions "if you ever need to return the pdm for repair or replacement, contact your healthcare provider for instructions on going back to treatment by injections." Omnipod user's are also given a back-up meter to test their blood glucose, so in instances like this where the pdm is not functioning properly then the back-up meter could be used to ensure bg levels remain stable. The key to avoiding low or high bgs is to monitor blood glucose frequently so that one can act quickly to resolve unstable bgs. We are unable to draw any conclusion as to what may have caused the pdm screen to go "blank" and therefore impede the user's ability to use the pdm to test her bgs and administer insulin. The product lot quantifications cannot be reviewed since no lot number was provided.

Event description:
Customer stated that she "spent 2 days in the hospital" due ot the pdm screen going blank and the customer had to guess and assume what her blood glucose levels were. No additional info regarding the hospitalization was provided (i.e., diagnosis, treatment, etc.). No product was returned for eval.